Event description:
The reporter stated that the neurosurgeon reported that the swivel base of the device became unlocked during a procedure, at a time when the swivel lock was in the locked position. Integra has requested in writing additional info from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.